Manufacturer narrative:
It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted.

Manufacturer narrative:
Report date: 09aug2021.

Event description:
It was reported to philips by a customer that the unit's touch screen isn't working. Further information regarding patient involvement, intervention, or actions taken is currently pending. There was no report of patient harm. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated touchscreen was not recognizing the touch when trying to calibrate the unit. Further information is pending.

Manufacturer narrative:
The device was not being used on a patient at the time of the event. It was recommended to the customer to replace the touchscreen assembly to resolve the reported issue of the touchscreen not working. No further information was provided despite multiple attempts to retrieve more data.

Manufacturer narrative:
H11: the due date in the last follow up/final emdr record ((B)(4)) should be 11/21/2021 instead of 10/28/2021, since the supplemental aware date was 10/22/2021. The emdr follow up submission was on time.